Manufacturer narrative:
Based on the information provided, neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys insulin (insulin) on a cobas e801 module. The initial result was 0.4 uu/ml. It is not clear if the erroneous result was reported outside of the laboratory. On (B)(6) 2019 the sample was repeated twice with results of 10.6 uu/ml and 10.7 uu/ml. There was no allegation that an adverse event occurred. The insulin reagent lot number was 315747 with an expiration date of 30-nov-2019. Calibration and qc were acceptable.